Event description:
It was reported that the right atrial lead was not capturing. The lead was seen in the superior vena cava (svc) on fluoroscopy. The sutured sleeve was not sutured on this lead. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.